Event description:
A surgeon reported that the probe cutter stopped cutting during vitreoretinal surgery. It is unknown if the probe was aspirating at the time of the event. The probe cutter was replaced with another one and the surgery was completed without consequences to the patient. There is no additional information available for this case. A product sample has been requested for evaluation.

Manufacturer narrative:
A product sample has been requested for evaluation; however, it has not been received at the manufacturing site. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).